Event description:
It was reported that the customer received a lost sensor alert. Blood glucose value at the time was 87 mg/dl. It was also reported that the customer was currently experiencing low blood glucose of 44 mg/dl. It was stated that the insulin pump has alarmed for threshold suspend in the past but this time it did not alert or alarmed for low glucose. It was verified that the threshold suspend is set up at 70 and the low predict is turned on and set to 30 minutes. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-84457 for the insulin pump.